Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced a symptomatic stroke. As the patient was waking up in recovery, the patient was having verbal communication problems and the recovery team called a code stroke. The patient was still able to move all extremities. The patient had a cranial CT scan and the physician stated that they saw a diffuse hypoperfusion in the brain on the CT scan images. There was no large vessel occlusion. No medical intervention has been provided. The patient continued having verbal communication problems. Patient required extended hospitalization as motor function was improved but had trouble with verbal communication. The physician was unsure at what could have caused it, there was nothing out of the ordinary that happened during the procedure. Patient was in atrial fibrillation for a good portion of the case, activated clotting time (act) was therapeutic, and patient had been taking anticoagulant leading up to the procedure. There was no evidence of blood clot, no char during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31876901l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).